Event description:
It was reported that during an unknown procedure, the handle of the device came apart during use. It was unknown which firing this occurred. No pieces fell into the patient. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Non-conforming instrument. The analysis results found that the ntlc75 instrument was received in good visual condition and with a cartridge reload loaded in the instrument. The cartridge reload was received unfired and with the swing tab in the unlocked position. The instrument was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. However the device was disassembled to verify the condition of the internal components and the device was noted to have the retainer pin broken. The condition of the retainer pin is consistent with a poor riveting, causing the retainer pin to be detached. The batch record was reviewed and no anomalies were noted during the manufacturing process.